Event description:
Related manufacturer reference number: 2017865-2022-01759. It was reported the patient presented to the emergency room with a cardiac tamponade. A pericardiocentesis was performed and the fluid was evacuated. The suspected cause was a perforation from one of the implanted leads. The physician repositioned the right ventricular lead successfully and attempted to reposition the atrial lead but tissue had clogged the helix mechanism. The atrial lead was explanted and replaced. There was no increase in fluid output in the pericardial drain post-procedure. The patient was in stable condition.